Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed and distal tip unopened. Distal tip opened, but torn after functional testing. All score lines visible at distal tip. Hdpe material stretching at radial and axial score lines. Imagery was not provided for review. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the esheath did not expand as expected, preventing advancement of the commander delivery system with the valve through the blue portion of the sheath tip. A 360-degree fluoroscopic scan confirmed the valve appeared intact. No resistance was noted during push-pull maneuvers within the esheath. Despite multiple attempts, advancement through the sheath tip was unsuccessful. The decision was made to retrieve the valve, commander delivery system, and esheath as a single unit. Upon withdrawal, no device damage was observed. A new commander delivery system, esheath, and valve were prepared, and the second valve was implanted without complications. The patient experienced no harm. Pre-decontamination evaluation confirmed the sheath liner was fully expanded as designed. The commander delivery system and crimped valve were advanced through the sheath, resulting in a distal tip tear.